Manufacturer narrative:
Product complaint (B)(4).complaint conclusion: as reported by the filed, a the cerebase 90cm straight, guide catheter distal access distal (gs9090sd, unknown lot) broke between two segments within the patient in the vertebral artery. The set-up was as follows: short 9f terumo sheath inguinal, then I placed the cerebase with 6f multipurpose catheter and wire in the left vertebral artery, probing went without any problems. I then performed an aspiration with 5f sofia through the sheath, which was also without any problems. I only realized that the sheath was broken when I pulled it out; this was also without any snagging or other abnormalities, so I can't say at which step it happened. Two photos accompanied the complaint file and this shows the plastic outer layer of the cerebase separated; the separation occurred between the proximal vestamid and pebax (l10) junction. The catheter shaft is still connected by the internal braid. No further damages could be noted. Catheter was received with fracture of joint between the pebax 72d segment l10 and the main vestamid shaft. The braid was not stretched between the separated segments. The other joints in the distal region of the catheter were intact, without obvious separations. Only gross photos and od dimensions of the sample were taken before the catheter was pull tested. High magnification photos were erroneously not taken of the fracture surfaces prior to pull testing of the catheter. As visible in the photos the segments l10 and vestamid shaft separated relatively cleanly from one another, indicating inadequate adhesion of the two segments at their interface/edge. -dimensional: od dimensions were taken at all segments and interfaces, as well as 3 points along the proximal shaft. One dimension in l5 was below the specification of 0.106 inches at 0.1053 inches. This dimensional anomaly is not responsible for the fracture of the catheter at l10-vestamid. All other dimensions met the drawing specs of 0.106 inches ¿ 0.110 inches distally (tip ¿ l9) and 0.107 inches ¿ 0.111 inches (l10 and proximal shaft). - conclusion: based on the images and the work value associated with tensile test of the unit, the catheter did not receive sufficient heat to form an adequate bond of the segments to each other nor to the underlying ptfe. This issue is being addressed through cerenvous quality system. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Section h7: remedial action initiated type. Recall does not apply to this complaint because the product lot is not available. Therefore, it is not known if it's part of the recall affected lots.

Manufacturer narrative:
Product complaint (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3: date of event: the date of the event was not reported. Section d4: the product catalog lot number was not available / not reported. The expiration date of the device is not known. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Section 9: FDA correction/ removal reporting no. (B)(4). Two photos accompanied the complaint file and this shows the plastic outer layer of the cerebase separated; the separation occurred between the proximal vestamid and pebax (l10) junction. The catheter shaft is still connected by the internal braid. No further damages could be noted. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. This issue is being addressed through cerenvous quality system. The issue regarding a catheter being broken into two segments was confirmed based on the shaft separation observed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, a the cerebase 90cm straight, guide catheter distal access distal (gs9090sd, unknown lot) broke between two segments within the patient in the vertebral artery. The set-up was as follows: short 9f terumo sheath inguinal, then I placed the cerebase with 6f multipurpose catheter and wire in the left vertebral artery, probing went without any problems. I then performed an aspiration with 5f sofia through the sheath, which was also without any problems. I only realized that the sheath was broken when I pulled it out; this was also without any snagging or other abnormalities, so I can't say at which step it happened.